Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the 29mm sapien 3 valve/ultra delivery system could not be advanced through the esheath. The delivery system and valve were successfully retrieved through the esheath as a unit. However, a vascular injury, (type of injury unspecified) occurred and the implant procedure was cancelled. Upon removal of the esheath, the sheath was observed to have perforated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction: b5: sheath name was corrected from esheath to axela sheath. Additional information: h6 and h10. Section h10: additional case information was requested but was not forthcoming. The sheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Additionally, no imagery/cine of the case was provided for review from the site. During manufacturing of the sheath, the sheath and its components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing issues that would have contributed to the event. A lot history record review revealed no similar complaints. The complaints sheath shaft ¿ resistance with delivery system and sheath shaft ¿ damage were unable to be confirmed; therefore, a complaint history review was not required. Additionally, the occurrence rate did not exceed the february 2020 control limits for applicable trend categories. The axela instructions for use, the preparation training manual and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to be confirmed due to the device and applicable imagery not being available for return/review. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Per the complaint description, ¿during the procedure, the valve was blocked in the e sheath¿. As noted in the training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. These factors can all create challenging pathways that can increase resistance during device advancement. If resistance was encountered, excessive force and manipulation was likely applied to overcome the resistance which could have led to the reported sheath damage. A definitive root cause was unable to be determined due to insufficient information (patient anatomy, applicable device return or imagery) provided. Based on prior complaints with similar complaint codes and incidences patient factors (calcification/tortuosity/vessel diameter) and/or procedural factors (angle of insertion/excessive force/device manipulation) may have contributed to the complaint events. A CAPA was initiated for the investigation related to instances where the sapien 3 ultra system was unable to be advanced through the axela sheath. A review of the complaint history revealed that the occurrence rate did not exceed control limits for the applicable trend categories, therefore no pra escalation is required at this time. In this case, the cause of the vascular injury cannot be confirmed but was likely caused by procedure factors (manipulation of devices).

Event description:
As reported by the edwards affiliate in switzerland, during a transfemoral tavr procedure, the 29mm sapien 3 valve/ultra delivery system could not be advanced through the 14f axela sheath. The delivery system and valve were successfully retrieved through the sheath as a unit. However, a vascular injury, (type of injury unspecified) occurred and the implant procedure was cancelled. Upon removal of the sheath, the sheath was observed to have perforated.